Event description:
It was reported patient underwent a total right elbow arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to a fractured ulna component. During the procedure, surgeon noted metallosis. The ulna component was removed and a new ulna component and condyle kit were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."